Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for patients tested for elecsys cortisol ii (cortisol ii) and elecsys total p1np (p1np) on a cobas 6000 e 601 module. The total p1np assay is not approved for distribution in the united states. The customer had performed routine quarterly maintenance on the morning of the event. Qc passed and the customer began running patient samples. After the first batch of patient samples were run, the customer noticed cortisol ii results were high. Based on the data provided for 15 patient samples tested for cortisol ii, the results for 5 patient samples are a reportable malfunction. The initial high cortisol ii results were reported outside of the laboratory. The lower, repeat results were believed to be correct and were reported outside of the laboratory on an amended report. Approximately 1 hour after the high results, the system seemed to rectify itself and the correct results were received based on the patient's previous results or repeat testing. No adverse event occurred. The cortisol ii reagent lot number was 27453801. The expiration date was not provided. The field service engineer (fse) visited the customer site and no issues were identified. Procell and cleancell filters were affixed properly. Analyzer performance testing results passed. Measuring cells were replaced (B)(6) 2018. Preventive maintenance was last performed may-2018. The customer did not change procell or cleancell system reagents even though warning messages were generated on the alarm trace indicating the bottles were low. The investigation is ongoing.

Manufacturer narrative:
Since this event, the customer has not had any further issues. Qc results were within specification. The investigation was unable to find a definitive root cause.